Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific noted that sensing failure and an increase in pacing thresholds was noted when it comes to this right ventricular (rv) lead. The next day a revision took place. A possible perforation was suspected. The lead was replaced and a small amount of bleeding was seen in the perforated area with additional bleeding when the lead was removed. A new lead was implanted and this explanted rv lead will not be returned. No additional adverse patient effects were reported.